Event description:
It was reported that the customer had battery outlimit on the insulin pump. The customer's blood glucose level was 503 mg/dl. The customer stated that the batteries were out of insulin pump greater than duration allowed by the insulin pump. The customer was advised that this is normal behavior. The customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.